Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. It was reported that an unexpected reset occurred. Additionally, it was reported was the pump shutdown unexpectedly and that the customer received multiple continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 150-280 mg/dl.